Event description:
It was reported that during production using the 100 ml gray cadd cassettes, a cassette containing a particle had been identified through 100% visual inspection. Most cassettes used were from lot# 6070611; however, units from other lots were used so it was not possible to specify a single lot. The particles had been described by staff as ¿white/opaque and slightly curly - similar to what they had observed before." Sample photo was provided. The possible lot numbers are 6070611, 6085525, 6037782.there was no patient involvement.

Manufacturer narrative:
D4: lot #: possible numbers 6070611, 6085525, 6037782. H3: no product was returned but one picture was received and reviewed. Particles were observed inside the filling reservoir. The failure mode was confirmed based on the picture provided. A device history record (DHR) review could not be performed as the exact lot number was not provided.